Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure ((B)(6) 2018), a resolute onyx drug eluting stent was used to treat a mildly tortuous and severely calcified lesion located in the proximal right coronary artery. Stenosis was 99%. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The stent was deployed at 14 atm for 40 sec. It was reported that the patient had a stent thrombosis, (> 30 days <(><<)> 1 year post use or implantation, (B)(6) 2018) due to restenosis, related to the previously treated target vessel. Pci had been scheduled for (B)(6) 2018 for the residual stenosis at #6. When angiography was performed for the rca to check if there were any symptoms, 99% stenosis was detected. The location of the thrombus was in the stent implant site in the prox rca. Regarding the causal factor, the physician pointed out that it was a severely calcified lesion in a dialysis patient. At the distal segment of the lesion, the diameter sharply increased to 5mm and therefore stent apposition was partially incomplete. However, this was not confirmed as the cause of thrombus. Treatment for the thrombus included dilatation using a non-medtronic balloon catheter 3.5 mm, followed by a high pressure balloon catheter 3.5mm. Ivus (intravascular ultrasound) confirmed that a sufficient diameter was formed. Then, dilatation was performed again using a dcb (drug-coated balloon) catheter of 3.5 mm. No patient injury reported. The patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.